Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings and experienced excessive sweating, unable to speak, and loss of consciousness. The customer was treated with glucagon injection by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006hqfy8 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug and broken snaps were observed. The broken snaps cause the poor connection between the rubber contacts and the printed circuit board (pcb), which may cause the sensor plug to be unable to form a proper seal. An extended investigation has also been performed. Visual inspection was performed on the returned sensor, no abnormalities were observed. Upon visual inspection of the returned plug assembly, a broken side snap was observed. Therefore, this issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings and experienced excessive sweating, unable to speak, and loss of consciousness. The customer was treated with glucagon injection by her husband. There was no report of death or permanent injury associated with this event.